Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm and occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s sister reported via phone call that they experienced high blood glucose level of 494 mg/dl. Insulin pump had insulin flow block alarm but customer declined to troubleshoot. Customer had diabetic ketoacidosis. Customer declined troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.